Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Visual and functional testing performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to connect a minicap transfer set to a titanium adapter. After the connection, it was loose between the white tip of transfer set and titanium adaptor. This transfer is unable to be installed to the body of the patient. A nurse stated that it is hard to fit into the tenckhoff and easy to remove out. The doctor suggested to the patient to replace the transfer set with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.